Event description:
It was reported that due to the sharp edges and squared shape of the device, the device had to be explanted from the chest and re-implanted in the abdomen. It was noted that the device kept on being displaced and the patient felt that the device was coming out. It was unknown if any diagnostic testing or troubleshooting was performed. The patient symptoms were reported as erosion, pain and redness at the device pocket. Additional information reported that the cord was very tight and the patient nearly immediately was not happy with it. It was noted that the battery was moving out of the patient¿s body and nearer the skin every day. The patient felt the edges of the device were very sharp and felt this was the reason it was moving so quick out of the body. Three months after initial implant, the device was revised to lay deeper under the skin, but the same thing happened again. The patient requested to have the device moved to the stomach, which was about a year after initial implant. It was noted that the doctor gave as much ¿slack¿ to the cord (laid it in a s form so that it would not be so tight), but another doctor indicated the cord was working with the patient¿s parkinson, because of the tight wire. It was indicated that the cord should have a ¿stokking¿ on the outside so that it would not grow into the tissue and the cord inside could move like before. Additional information received reported that the patient felt that the device was starting to resurface through the skin due to the edges.

Manufacturer narrative:
(B)(4).